Event description:
It was reported that the patient had a surgical procedure to replace his artificial urinary sphincter(aus) cuff due to atrophy and recurring incontinence. Troubleshooting was performed prior to the revision by the office to ensure that the pump cycling was performed. The cuff caused atrophy to the bulbar urethra and became too loose to treat the patients incontinence. No fluid loss or leaks were found. No patient complications were reported.